Manufacturer narrative:
The coolsculpting system is a skin cooling device indicated for cold-assisted lipolysis (breakdown of fat). The coolsculpting user manual states, ¿cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention.¿ current trending data shows the observed occurrence of cold panniculitis/fat necrosis does not exceed the expected occurrence and does not warrant further action at this time. Allergan will continue to closely monitor trending data and will consider further action if deemed necessary. A supplemental report will be submitted if/when additional information is received.

Event description:
A patient received cs treatment to the center upper abdomen, lower abdomen and bilateral flanks on (B)(6) 2017, and again to the lower abdomen area on (B)(6) 2017. The provider reported that the patient initially observed lumps in (B)(6) 2018. In (B)(6) 2018, the provider observed multiple small, non-tender palpable and not warm to touch lumps (approximately 1 cm), under the skin in both the upper abdomen and flanks. In (B)(6) 2019, there were no changes to the number of lumps in the affected areas. The lumps on the flanks were non-tender, while on the abdomen, the lumps were tender upon palpation with a slight lilac-hued discoloration. The patient was initially prescribed oral prednisone, which helped improve the symptoms. However, the symptoms returned when the patient was tapered off this medication. The patient is currently on plaquenil and monitored for treatment efficacy.